Event description:
It was reported that the ventilator shut down and reset with an audible alarm while on a pt. The pt was placed on a back-up ventilator. No pt harm reported. The ventilator also reset multiple times during testing.

Manufacturer narrative:
The MFR was able to duplicate the reported problem. During an extended test run, the ventilator shutdown and restarted with an audible alarm and a flashing "reset" on the ventilator display. Internal inspection revealed contact instability at the 64 pin header (jp6 on main board, jp12 on power board). The main board and power board were replaced to correct the reported problem.